Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot#, device evaluated by MFR, device manufacture date. Device history record (DHR) review: part number: 396.397; synthes lot number: a7ka30; release to warehouse date: week 30, 2001; manufacture site: tuttlingen; part expiration date: n/a; list of nonconformance¿s: n/a. The DHR is no longer available due to the age of the instrument (over 17 years old). The DHR is no longer available due to the age of the instrument (over 17 years old). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown implant (part #: unknown, lot #: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if there is patient involvement. No patient information has been provided. UDI: gtin unavailable, product made prior to gtin compliance date. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reports that an anterior cervical fusion (acf) implant holder was noticed to be not holding tightly. It is unknown when this issue occurred. Patient and procedure involvement is unknown. This report is for an acf implant holder with ratchet. This is report 1 of 1 for (B)(4).